Event description:
It has been reported to co that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to 5mm to occlude the vessel. The physician inserted the guide catheter and brought the stent to the tip of the guide and before the stent was deployed the occlusion balloon had disappeared on the fluoroscope. The device was removed and replacement with another to complete the case. The pt is reported to be fine.